Manufacturer narrative:
In addition to the reportable malfunction the user's report of broken cable was not confirmed but there was an evidence of physical and/ or chemical stress on the device. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd autoclavable camera head had broken cable at the plug and exhibited pixel error. Upon evaluation of the customer¿s device, image issue was found. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely a faulty cable unit caused the event. Olympus will continue to monitor field performance for this device.